Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947-65 lead: (B)(6) 2012. A 5076-65 lead: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lv lead was extracted and a new lead was implanted successfully. No patient complications have been reported as a result of this event.